Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis. Therefore; no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing cylinders and pump were removed and the reservoir was drained and retained. After performing an antibiotic washout protocol a new tactra device was implanted. There were no further patient complications reported.